Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).

Event description:
It was reported the chronic intractable pain patient experienced a ¿stimulation defect.¿ it was further reported the patient ¿had a difficult time establishing a connection between the patient programmer and the stimulator starting from about one month¿ prior to report. The programmer ¿did not interrogate¿ the implantable neurostimulator (ins) at that time. It was stated that ¿starting from around that time, the stimulator, which had always been on during the patient¿s everyday life, was gradually becoming weaker and weaker and one day it suddenly turned off.¿ the patient used their programmer at that time and found ¿the power was certainly off,¿ so the patient manually turned the ins back on and continued to use the device. It was also reported that ever since the patient had been having incidents where his stimulation got weaker, interrogation with his patient programmer would show the ¿stimulation was turned off.¿ interrogation by the patient¿s healthcare provider (hcp) at the time of report found the ins¿s usage records did not conta in record of the ins being off and instead ¿it seemed like only the a group¿s devices remained on.¿ however, later interrogation by a manufacturer representative found numerous incidents where the ins indicated it was off for long periods of time (hours to days), turned on for a short period of time (minutes), and then given another off command soon after. Impedance testing indicated that electrode 8 was out of range with an impedance >40000 ohms. The patient also reported that ¿stimulation during stimulation adjustment was also becoming more lax.¿ it was noted the patient¿s programming used adaptive stimulation and did not use scheduled therapy or cycling settings. There were no household appliances or possessions that were thought to be highly suspicious of causing electromagnetic interference. It was noted however there was a new washing machine recently, ¿but this turning off event did not necessarily occur near it.¿ the patient was given a new programming group and was sent home. The patient continued to experiencing their stimulation getting weaker and ¿still complaint ofstimulation failure¿ as of (B)(6) 2016. The patient¿s hcp commented at that time ¿that there was a possibility that the stimulation failure was caused due to patient resistance rather than ins malfunction.¿ per the patient¿s request, the patient programmer was replaced at that time. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient's ins interrogation records indicated that between (B)(6) 2016 the patient had used the group b program 100% of the time. During this 14 day period it was noted the patient's stimulation had been turned off at least twice a day, and 37 times total.

Event description:
Additional information from the manufacturer representative noted the patient did not have a problem using their patient programmer and that he was not confusing the off and synchronization buttons. The patient reported they did not use their stimulation during the daytime and that he only turned it on at night and would use their stimulation by turning the ins ¿on for about 30 minutes until the pain subsided, then he manually turned it off.¿ despite this, the patient noted that he frequently felt that the stimulation turned off on its own and that this ¿often occurred after turning over on his side in bed.¿ when the patient turned on his side, he felt that his stimulation was off and would confirm with his patient programmer that the stimulation was turned off. The patient would turn their stimulation back on at that time, ¿but after a while he states stimulation is off even when he has not turned the stimulation off manually.¿ between (B)(6) 2016, it was reported the patient ¿frequently felt that the stimulation was turned off during stimulation.¿ the patient¿s therapy diary indicated he felt that his stimulation was weak or off without having manually turned it off 15 times during the time period, all occurring while the patient was in bed. It was noted the patient and their hcp were ¿starting to feel that there might be a problem with the ins, to a point that they were considering revision.¿ interrogation of the ins noted the patient did not have a defined lying front amplitude as part of their adaptive stimulation settings and that this would result in the patient¿s last active amplitude carrying over to their unassigned, lying front setting. Interrogation again confirmed the patient was using their patient programmer to make many on/off activations in the evenings. It was noted the patient was not allowing their ins to reach a discharged state and was regularly charging the device with no issues. It was also noted the interrogation did not find that any power on resets (pors) had occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that an additional programming option, ¿group c,¿ was created for the patient that did not use adaptive stimulation. The patient reported through the manufacturer representative that the ¿amount of stimulation turning off manually had reduced when using group c, however, the incidence of stimulation turning off still continued.¿ the patient¿s ins data indicated the patient continued to have frequent on/off activations. Impedance testing was performed with the patient in different positions and there were ¿no significant changes to impedance.¿ impedance results from (B)(6) 2016 noted that unipolar electrode 8 and all bipolar electrode pairs involving electrode 8 had out-of-range impedances that were ¿>10000¿ ohms. The patient still experienced their stimulation turn off automatically as of (B)(6) 2016, however. It was noted the patient¿s stimulation did not turn off automatically during an outpatient meeting, but it was noted that ¿when the patient lies to the side, the patient stated the stimulation felt weaker.¿ the patient¿s hcp reportedly thought it could be due to a tolerance issue. There was no indication the patient¿s ins was turning off due to battery depletion or power on reset (por) conditions.